Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient sores under the patches. Patient reported that they were burning and red/raised. There was no alleged device malfunction contributing to the irritation. Use of the monitor was discontinued by a physician due to the irritation. Outcome of the rash is unknown.

Manufacturer narrative:
Supplement sent to update product information. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient sores under the patches. Patient reported that they were burning and red/raised. There was no alleged device malfunction contributing to the irritation. Use of the monitor was discontinued by a physician due to the irritation. Outcome of the rash is unknown.